Event description:
The device was returned for analysis after being explanted for normal battery depletion indicators. The device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires.